Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a "belt slip" error message occurred when the perfusionist tried occluding the gut with tubing in the raceway. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's trained biomedical engineer (biomed) opened up the roller pump and he noticed grease on the belt and pulleys. The biomed will replace the belt and clean the pulleys before returning to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.